Event description:
New information states that pneumothorax was observed 1-day post implant procedure. The issue was resolved without any complications. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-12750; 2017865-2021-12760; 2017865-2021-12761. It was reported that the patient experienced pneumothorax post implantation. Further information was requested but not received.